Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a defective ECG primary shield on the analog board. The analog board/ECG shielding was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.